Manufacturer narrative:
Pump was received with a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. No unexpected insulin flow blocked alarm noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer may experienced load of no delivery issues. The customer's blood glucose level was unknown at the time of incident. Troubleshooting was performed. The insulin pump will be returned for analysis.